Event description:
It was reported that ten days after the physician placed a 3.00x20mm taxus express2 drug eluting stent, a thrombosis occurred. The 100% stenosed lesion being treated was located in the non-calcified mid left anterior descending (lad) artery. Pt status reported as "stable". Additional info was requested, but not provided.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The batch number of this complaint is unk. A ship history performed identified no potential batches sold to this customer. The most probable root cause classification is anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.